Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("nickel allergy"), musculoskeletal pain ("joint and muscle pain, unbearable") and otitis media ("repeated serous otitis sometimes with complete hearing loss") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced musculoskeletal pain (seriousness criterion disability), otitis media (seriousness criterion medically significant) with deafness transitory, fatigue ("uncontrollable fatigue"), dyspepsia ("significant digestive disorders"), tendonitis ("tendonitis"), chronic sinusitis ("sinusitis that could not be resolved"), respiration abnormal ("breath disorders") and anal pruritus ("uncomfortable anal itching"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), malaise ("malaises/ more and more significant malaise"), dizziness ("dizziness"), multiple allergies ("various allergies"), epicondylitis ("tennis elbow") and intervertebral disc protrusion ("herniated disc in cervical region"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the allergy to metals, musculoskeletal pain, otitis media, malaise, dizziness, multiple allergies, epicondylitis, intervertebral disc protrusion, fatigue, dyspepsia, tendonitis, chronic sinusitis, respiration abnormal and anal pruritus outcome was unknown. The reporter provided no causality assessment for allergy to metals, anal pruritus, chronic sinusitis, dizziness, dyspepsia, epicondylitis, fatigue, intervertebral disc protrusion, malaise, multiple allergies, musculoskeletal pain, otitis media, respiration abnormal and tendonitis with essure (ess205). The reporter commented: patient was finally recognized as disable worker. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by the lay press and describes the occurrence of allergy to metals ("nickel allergy"), musculoskeletal pain ("joint and muscle pain, unbearable") and otitis media ("repeated serous otitis sometimes with complete hearing loss") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced musculoskeletal pain (seriousness criterion disability), otitis media (seriousness criterion medically significant) with deafness, fatigue ("uncontrollable fatigue"), dyspepsia ("significant digestive disorders"), tendonitis ("tendonitis"), chronic sinusitis ("sinusitis that could not be resolved"), respiration abnormal ("breath disorders") and anal pruritus ("uncomfortable anal itching"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), malaise ("malaises/ more and more significant malaise"), dizziness ("dizziness"), multiple allergies ("various allergies"), epicondylitis ("tennis elbow") and intervertebral disc protrusion ("herniated disc in cervical region"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the allergy to metals, musculoskeletal pain, otitis media, malaise, dizziness, multiple allergies, epicondylitis, intervertebral disc protrusion, fatigue, dyspepsia, tendonitis, chronic sinusitis, respiration abnormal and anal pruritus outcome was unknown. The reporter provided no causality assessment for allergy to metals, anal pruritus, chronic sinusitis, dizziness, dyspepsia, epicondylitis, fatigue, intervertebral disc protrusion, malaise, multiple allergies, musculoskeletal pain, otitis media, respiration abnormal and tendonitis with essure (ess205). The reporter commented: patient was finally recognized as disable worker. Further company follow-up with the other is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.